Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The device was within standard regarding any failure that might have caused the reported incident. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and during support a bleed at the access site was noted requiring blood transfusion. The patient presented to the emergency room with chest pains, was admitted and diagnosed with st-segment elevation myocardial infarction and was taken to catheterization lab. The decision was made for impella cp placement, which was successfully completed. The patient was transferred to the unit on support. Later this day, bleeding at impella site and right internal jugular site was noted. The patient was given two units of packed red blood cells, albumin bolus and vitamin k. Heparin dripped was turned off. It was noted the impella site was soft with no evidence of hematoma. The patient continued on impella mcs. Three days later the patient underwent percutaneous coronary intervention (coronary angioplasty and stent placement) and was noted to have tolerated the procedure well. The impella access site was clean, dry and intact with no evidence of bleeding or hematoma. Two days thereafter, the impella cp device was successfully weaned to performance level p-2 without any hemodynamic compromise. Heparin was stopped, the device was explanted without incident, and hemostasis was achieved.